Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The rv lead and ipg were both explanted and replaced. No patient complications have been reported as a result of this event.